Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer's infusion set was leaking. The customer was also experiencing high blood glucose. The customer's blood glucose was 415 mg/dl. Customer treated their blood glucose with the insulin pen. The customer's blood glucose declined to 200 mg/dl after treatment. The customer has changed their infusion set and did not observe any kinks at their site. Customer also reported experiencing thirst and frequent urination from their high blood glucose. Troubleshooting did not find any leaks or air bubbles in the customer's tubing. Customer also declined to perform a high pressure test on their insulin pump. Customer stated the settings were correct on their insulin pump. The customer was advised to change out their infusion set, reservoir, and insulin. No additional information provided.